Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the steps taken to resolve the issue included programming not to include the contacts with the impedance issues. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had this problem a couple times over the last 2 years and it seemed to be happening a lot now. Patient said they turn the device off every night when they go to bed because their pain levels get a lot lower when they lie down. Patient also said every time they turned the device back on they got settings not available cannot provide your desired intensity settings. Patient stated everything seemed to function normally but a couple of times this week they wanted to turn the stimulation up a little bit and it would not let them turn it up and when they pressed the up button they got the same message. The patient was redirected to their healthcare provider to further address the issue. A manufacturing representative (rep) later called with patient present in the clinic to report the patient is getting a message on their controller stating "settings not available. Cannot provide desired settings" and the patient is unable to increase their stimulation. Rep states the patient is using dtm programming with the following electrodes: 1, 3, 4, 5, 7, 10, 12, and 14. Rep reports the following impedances: reference of 1 0: possible open 0, 1, 3, 9, 11 12 4: 4290 ohms 5: 17290 ohms 7: 17150 ohms 10: 16370 ohms 12: 24660 ohms 14: 4370 ohms reference of 4 1: 16220 ohms 5: 4010 ohms 7: 4160 ohms 10: 3280 ohms 12: 24350 ohms 14: 3950 ohms reference 0: 1: 17310 ohms 2: 16000 ohms 3: 25000 ohms 4: 17000 ohms reference 3: 0: 24850 ohms 1: 24560 ohms 2: 24270 ohms 4-7: 40000 ohms reference 4: second time 0: 4090 ohms 1: 16030 ohms 2: 3840 ohms 3: 40,000 ohms. Technical services (ts) reviewed programming around the patient's higher impedances.